Event description:
According to the reporter, during a thoracoscopic lobectomy, while doing an interlobar formation, the initial reload did not fire. The second reload used did not fire as well. It was also noted that the jaws of the device locked on tissue and an exclamation mark appeared on the display. The device was removed and a third reload was used to resolve the issue. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
D10 concomitant product: sigpshell signia (lot number: unknown), sigadaptstnd signia (serial number: unknown), sigphandle signia (serial number: unknown). Additional information: b5, d10, g1, g2, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the reload was partially fired and the interlock was engaged. The sled and staples were visible at 2.5cm cut lines. The jaw of the reload was open and the staple pushers were visible at the 3.1cm cut line. The proximal sutures were cut properly and the distal sutures were returned intact. The reinforcement materials were cut at the 2cm cut line. It was reported that the device did not fire. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. It was also reported that the screen displayed a yellow swim lane aligned with the reload symbol. This indicates a general reload error. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: failure to completely fire the reload will result in an incomplete cut and/or incomplete staple formation, which may result in poor hemostasis and/or leakage. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a thoracoscopic lobectomy, while doing an interlobar formation, the initial reload did not fire. The second reload used did not fire as well. It was also noted that the jaws of the device locked on tissue and an exclamation mark appeared on the display. The jaws were able to be opened and the device was removed from the tissue. A third reload was used to resolve the issue. There was no patient injury.